Event description:
The user stated she was seeing water dripping from the instrument in the area of the wash station over the ise module and that the water had not gotten onto the floor. The user also had one pt sample with a glucose result of 3 mg per dl, then reran with a repeat value of 103 mg per dl. They were not reporting any pt results from this instrument.

Manufacturer narrative:
The field service representative determined there was a faulty tube stopper in the samples wash station. He also determined there was a backflow issue because of the degasser pump and the sample probe was leaking and not getting the propper wash. He replaced the tube stopper, sample and regent probes and degasser pump. The user ran qc to verify the analyzer performance with all acceptable results.